Event description:
Olympus med systems corp (omsc) was informed that during an unspecified therapeutic procedure, the probe of the subject device broke. We could not ascertain that the fragment fell off into the abdominal cavity of the pt or not. The fragment was retrieved and the procedure was completed. We could not ascertain the existence of the device exchange. There was no report of pt's injury regarding this event.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional and significant info becomes available at a later time, this report will be supplemented.